Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.

Event description:
Customer reported that she was unable to get past the bolus screen and that the numbers kept scrolling up. Customer's current blood glucose reading is 160 mg/dl. No further information reported.